Manufacturer narrative:
The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported lymphoma-alcl. Histopathological markers cd30 positive and alk negative were reported.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device within specification, yellow particles in the shell, and a fold crease. Clouds and voids in the gel were observed after the autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported suspected lymphoma-alcl. Pathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported right side seroma and exchange due to the patient¿s concern with the product. Device remains implanted.